Event description:
Per the surgeon's report, this pt complained of a decrease in sound quality around march 2006. Implant testing showed open circuit electrodes. Integrity testing in 2006 showed that all but 9 electrodes were functioning within specification. Plans for explantation/reimplantation surgery have not been reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.